Event description:
It was reported, that this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) reviewed, the reports and could not confirm the loc. Ts suggested reprogramming. The lead remains in use. No adverse patient effects were reported.